Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the device refrigerator required maintenance. The field service engineer (fse) found no issues with drawer and confirmed that the technician was able to replace network cable on device refrigerator. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, had failed drawer and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed drawer and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.